Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The pump was received with severely scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that his act button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.